Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery (lad). The 2.5x23 mm xience xpedition stent delivery system (sds) was advanced to the lesion through the left internal mammary artery to the lad, after which the stent was deployed successfully. Sometime during the procedure a dissection was observed just distal to the guiding catheter tip; however, it is unknown if this was caused by the guiding catheter or the use of the xpedition sds. Attempts were made to cross to treat the dissection with a 2.5x12 mm and a 2.5x15 mm mini vision sds; however, they failed to cross through the anatomy. A 2.5x8 mm mini vision stent was able to cross successfully for treatment. There was no clinically significant delay in the procedure reported. No additional information was provided.